Manufacturer narrative:
The device was received full deployed. Inspection of the cannula assembly did not find any damages or defects that could contribute to leaking during wear. The fluid path was inspected and no signs of leakages were observed. The exposed portion of the soft cannula was observed to be kinked. However, the damage did not stop fluid from traveling the entire fluid path and leaving at the distal tip of the soft cannula. Although the soft cannula was kinked at the exposed portion, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15.3 mmol/l (275.4 mg/dl).the pod was reportedly leaking while worn on the arm for between 36 and 48 hours. As treatment, a new pod was applied.